Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid and the dilution cup overflowed during testing. Although the analyzer posted an error message of "barcode not read", information was not provided regarding possible error codes intended to prevent erroneous results from being reported. The customer acknowledged the error message and aborted all testing. No erroneous results were reported. Probe drip can lead to dilution of reagents and samples, carryover, and cross-contamination, which may lead to erroneous test results.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. Replacement of the probe has returned the instrument to expected operation. The customer has not logged any similar complaints against this analyzer since this incident.